Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 07-jan-2026 against lot number 6007531 and similar malfunction code(s) occlusion in the tubing and/or tubing connectors-blockage, occlusion in the tubing and/or tubing connectors, tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). The review confirmed that lot 6007531 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 07-jan-2026 against "lot number" criteria equal 6007531 and similar malfunction codes occlusion in the tubing and/or tubing connectors-blockage, occlusion in the tubing and/or tubing connectors, tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6007531 was manufactured according to the (B)(4) version 31 and manufactured in line 01 on 05/jul/2025 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5f05674 was manufactured according to the work instruction (wi) version 68 and manufactured in the machine sc027, on 27/jun/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). This investigation has been updated because the lot number is invalid, which requires additional activities not included in the original investigation dated 07-jan-2026. The original investigation remains valid and has not been modified. Complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code occlusion in the tubing and/or tubing connectors- reduced flow. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high [?] Level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: autosoft xc_occlusiondocx enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination: based on the investigation, a corrective and preventive action (CAPA) 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a corrective and preventive action (CAPA) to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per work instruction (wi) (monthly trips and alerts). The record may be reassessed if additional information becomes available.

Event description:
It was reported that the patient experienced an event where infusion set tubing was twisted and not laying properly along their skin on (B)(6) 2024.